Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger's power brick connector was damaged. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The connector was smashed. The root cause of the defective connector cannot be positively determined, but was likely physical abuse. No adverse event resulted from the damaged connector. The last pt to use this charger did not report any deficiencies.